Event description:
It was reported that the user received multiple alert code 38 events indicating a motor stall on the ilet while using an inset 23 infusion set, with the device reading high glucose and a recent manual subcutaneous insulin injection; the user was advised to perform a complete supply change and to remain disconnected for a period before reconnecting. Symptoms included hyperglycemia with fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.